Event description:
Pfs and medical records received. Pfs alleges pain, noises, and leg length discrepancy. After review of the medical records for MDR reportability, the revision operative note indicated pain and corrosion. There was no mention of any noises in the revision operative note.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.